Event description:
It was reported that unilateral handle part of the instrument broke just above the linchpin during use in an spinal procedure at l4-l5. It was confirmed that no broken piece was left inside of the patient.

Manufacturer narrative:
(B)(4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.